Event description:
New information received indicates that the patient presented to the clinic and provocative maneuvers were performed; however, the noise was not able to be reproduced. No intervention was performed, and the patient¿s condition remained stable.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing noise. No changes or interventions were reported. The patient condition was not known.